Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin. It was reported the infusion stopped part was through the dose. Per reporter volume was 600, stop volume 313.9, measured volume 336 and the calculated under infusion was 7.7 percent. No adverse patient effects were reported. No additional information is available at this time.